Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.25mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the initial inflation at 16 atmospheres for 10 seconds, the balloon ruptured at the proximal part. The device was removed, and the procedure was completed with a different device. There were no complications were reported and patient was in good condition post-procedure.